Manufacturer narrative:
Due to a recent FDA inspection, this MDR is being reported late as a result of a re-eval. No eval performed on device, review of DHR performed. No results available since no eval performed. User error, used outside the intended use of the product.

Event description:
Needle pierced through container causing needle stick injury to finger.